Event description:
It was reported that the patients wife stated that the patients ambicor penile prosthesis (app) was not deflating. The device remained inflated for nearly one week and then deflated spontaneously. It was later reported to be inflated again, as the patient cycles the device daily. Troubleshooting techniques have been provided that may assist with deflation. No additional information was provided.